Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the physician implanted two leads occipitally during the permanent procedure on (B)(6) 2013. Once the pt was undraped, the physician noted one of the leads was protruding through the skin. The physician cut and removed the protruded lead. A new lead was implanted to complete the procedure. The removed lead was discarded. F/u identified the pt received effective stimulation and coverage postoperative.